Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
In an ICD replacement procedure that occurred on (B)(6) 2014, the subject ICD was implanted in a patient connected to a new atrial lead and the existing ICD lead which was implanted in (B)(6) 2005. At the time of this replacement procedure, the ventricular lead impedance of the ICD lead was measured at around 1300 ohms. Between (B)(6) 2015 and (B)(6) 2017, a gradual increase in the ventricular lead impedance was observed at every follow-up and the measurement exceeded 2000 ohms. The ventricular threshold and r-wave amplitude did not show such changes. As noise oversensing was not observed in the stored episodes, it was decided to continue monitoring the patient. On (B)(6) 2017, an ICD check was performed on a regular follow-up of the patient. While the ventricular lead impedance was still measured at over 2000 ohms, no noise was found in the recorded egm and the ventricular threshold and the r-wave amplitude were within normal range with no fluctuation.